Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Visual evaluation conditions/findings: the sleeve of the device is jammed and cannot be removed. This appears consistent with foreign material or metal wear particles being stuck in the sleeve causing it to jam. The ball bearing was not returned with the device; however, the sales representative confirmed the patient was stable leaving the operating room and no pieces were left in the patient. The deformation marks on the sleeve handle and the tri­ drive connection appears consistent with coming in contact with other tools while being used during surgery. All other aspects of the devices appear unremarkable and consistent with years of use. Design related issues: the design of the tri-drive cannulated handle has been in the field since 2009. Exactech is aware of 9 similar complaint reports involving 16 tri­ drive cannulated handle due to assembly difficulties since 2009. Because the tri­ drive cannulated handle is used in anatomic and reverse total shoulders surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of 3 other complaints involving parts from this manufacturing lot of 40 units, which have been in the field since 2015. The device history record for this lot of tri-drive cannulated handles was reviewed during a previous complaint investigation, and all parts were accepted with conformance to the device specification. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this tri-drive cannulated handle, 750-2007-026-rmr-instruments rev k, was reviewed. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the assembly difficulty reported was likely the result of bone fragment or other foreign material becoming lodged in the mechanism, preventing the sleeve from properly retracting and becoming jammed. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event, there were no pieces left in the patient. The ball bearing was missing from the device. An investigation was conducted; the assembly difficulty reported was likely the result of bone fragment or other foreign material becoming lodged in the mechanism, preventing the sleeve from properly retracting and becoming jammed.

Event description:
It was reported by the us that during a reverse shoulder orthopedic surgery the surgeon experienced an issue with tri-driver. The tri-driver was not able to hold onto the drill bit as the locking mechanism seized. The patient¿s health was stable leaving the or. No pieces were left in the patient. The engineering evaluation details the absence of the ball bearing from the tri-drive. Agent was present during surgery. There was no delay to surgery and no adverse effect to patient. Inactive agency with no hospital/other contact information for the event. No additional information.